Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance and the reported difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion from the left anterior descending artery to the diagonal. A 3x33mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion, the sds was inflated and the stent was implanted in the target lesion. An attempt was made to advance and place a 2.25x18mm xience alpine rx sds distal to the previously implanted 3x33mm alpine stent; however, the 2.25x18mm alpine rx sds failed to cross due to resistance with the implanted 3x33mm alpine stent. The 2.25x18mm alpine sds was removed and another attempt was made to advance and place a 2.25x15mm xience alpine sds distal to the previously implanted 3x33mm alpine stent. The 2.25x15mm xience alpine failed to cross due to resistance with the implanted 3x33mm alpine stent. The 2.25x15mm alpine sds was withdrawn with resistance and the stent dislodged from the balloon and remained within the implanted 3x33mm alpine stent. Thus, an unspecified balloon was used to deploy the 2.25x15mm alpine stent within the 3x33mm alpine implanted stent. A non-abbott stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.